Event description:
Additional information reported that the pump had a motor stall and was replaced. The patient ended up in withdrawals. It was noted that there was also a "catheter issue." The pump was being used to deliver morphine and baclofen. The patient was doing well, but was receiving drug at a sub-therapeutic/non-effective rate until the patient could be safely titrated back up to a therapeutic rate.

Manufacturer narrative:
Analysis of the pump revealed a non-significant anomaly of a pump head crease on the pump tube near the outlet. Analysis of the catheter found catheter body damage to the transition tube.

Event description:
It was reported there was a volume discrepancy; the reservoir volume was higher than expected. Specifically, the actual volume was greater than 17 milliliters while the expected volume had been less than 3 milliliters. The cause of the discrepancy was not known. A catheter access port (cap) dye study was done however it was reportedly ¿inconclusive¿. A MRI was done as well and there was no granuloma or blockage reported. Actions required as a result of the event consisted of device system replacement. This had not yet occurred but was planned. Surgical consult was scheduled for (B)(6) 2015. The explant/implant surgery date would be determined at that time. There were no patient symptoms or complications associated with the event. The patient¿s status at the time of this report was unable to be obtained. The medication being delivered via the device system at the time of the event was not provided. Additional information has been requested regarding the type of medication being delivered, when the pump replacement would occur and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013 explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer patient. It was reported that the patient's pump was defected and was not working. The patient reported "it was killing me." The patient clarified "was dying in pain." The pump had stopped and the pain returned. The patient was getting less and less medication gradually over time. The patient was having the pump medication decreased. The patient had the pump turned off and went back to oral medications. It was reported that the event happened gradually over about 6-9 months. The patient had a pump study. They did not recall when the pump study was done. The pump had morphine in the pump. The patient did not know if they also had baclofen in the pump at the time or not. The date of the event was unknown. The pump was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received reported the expected volume was approximately 3.5 mls and the actual was greater than 17 mls. The cause of the discrepancy was unknown, but the catheter was suspected. The catheter was also explanted on (B)(6) 2015 and the patient recovered without sequela. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.